Event description:
The distributor contacted animas on (B)(6) 2016 alleging the pump would not power on. The distributor reported that changing the battery and the battery cap did not resolve the alleged power issue. There was no reported adverse physical event associated with this complaint. This complaint is being reported because issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 05/18/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/27/2016 with the following findings: review of the black box data revealed multiple, consecutive call service alarms (054/052/012) recorded on (B)(6) 2016. On examination, the battery cap and battery compartment were intact without damage. The battery cap secured properly to the pump and was able to maintain electrical connection. On investigation, the pump powered on with normal audio tone and vibration; however, the display screen remained blank. The pump cover was removed for investigation and did not reveal any damage, defect or contamination of the power printed circuit board. Further technical analysis revealed a slave processor unit failure. Unrelated to the original complaint, the audio bolus button cover was torn. Investigation was unable to verify the responsiveness of the audio bolus button due to the blank display screen.